Manufacturer narrative:
(B)(6).

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. One partial recapture was required during the procedure but all release criteria were met and the device was released. Approximately two hours post implant, the patient's blood pressure dropped and a gradient was noted across the aortic valve. The device was found to have embolized to the left ventricular outflow tract. The patient was sent to surgery where a minor sternotomy was performed and the device was explanted and the laa was surgically removed. The patient is expected to make a full recovery and is currently stable.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. One partial recapture was required during the procedure but all release criteria were met and the device was released. Approximately two hours post implant, the patient's blood pressure dropped and a gradient was noted across the aortic valve. The device was found to have embolized to the left ventricular outflow tract. The patient was sent to surgery where a minor sternotomy was performed and the device was explanted and the laa was surgically removed. The patient is expected to make a full recovery and is currently stable. It was further reported that there were no concerns with the aortic valve post device removal. The patient went home a few days post removal and has had no further issues.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).